Manufacturer narrative:
Case- (B)(4).the device was not returned for evaluation and a device history review was unable to be completed as the relevant lot number for the device was not reported or able to be subsequently ascertained.

Event description:
It was reported that on (B)(6) 2021 a male patient underwent an off-pump surgical ablation procedure with left atrial appendage management through the transverse sinus. The left atrial appendage was managed with a pro2 atriclip without complication. Upon removal of pro2 applier, a perforation of approximately 5mm of tissue was compromised by the applier at the area of the anterior portion of the superior vena cava base. The tissue was repaired with sutures and patient left the operating room in good condition. There was no reported device malfunction, and the adverse event was the result of a procedural complication.